Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline was used and wall apposition was not achieved (not due to failure of device to open) and a balloon angioplasty was performed. No impacts to the patient were reported. Additional information received reported the patient was undergoing treatment for a saccular aneurysm located in the c6 segment of the left ica measuring 16.2mm x 13.1mm with neck size 8mm. The procedure was completed with implantation of the pipeline. Additional information was received indicating the site confirmed the wall apposition was achieved post angio/by the end of the procedure after the balloon angioplasty on (B)(6) 2022. Additional information received reported that as reported via ae on 20jul2022, "per source doc. Patients baseline left eye visual deficit progressed to blindness with slight worsening in right eye visual acuity, dark spots, floaters coinciding with reported event of high bp." Per review of additional source (ophthalmology report), ophthalmologic exam was unremarkable yet notes vitreous-macular traction (not concerning), presence of cataract in rt eye, and pupil "does not dilate too much", therefore referred for further assessment. Additional information received reported per site, year 2 mra imaging on (B)(6) 2024 showed raymond roy occlusion class 2. No symptoms or actions taken were reported in association with the non-occlusion.